Event description:
It was reported that right atrial (ra) lead dislodged and fell to the ventricle. Dislodgement was discover under x-ray. The lead was explanted and replaced. The patient is in stable condition.